Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the duracon ap tibial insert removed and replaced in booked revision surgery.